Event description:
It was reported that during follow-up, the right atrial lead exhibited loss of capture and loss of sensing. A fluoroscopy showed the lead dislodged. The physician decided to reprogram the lead. No adverse consequences occurred to the patient; the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.